Event description:
Stapler was on the table in the operating room and fired without being touched by any personnel. Stapler was then reloaded and attempted to be used but locked. Stapler was returned to the manufacturer representative.